Event description:
It was reported that an asymptomatic patient presented for a device replacement procedure due to elective replacement indication. During the procedure, the right atrial lead exhibited high impedance and high threshold. The lead was capped and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Should have been reported as (B)(6) 2008.